Event description:
It was reported that the patient involved was a (B)(6) male with a history of renal failure, catheterized since 2009, and on his third repair kit. In the renal unit during dialysis, the hub of the catheter placed in the patient's right internal jugular vein was found leaking at the hub. As a result, a new repair kit was successfully used to solve the issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).